Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon went to fire the device and it jammed. He opened the jaws and put in a new cartridge, but the device jammed again. When the surgeon went to fire the trigger snapped. The procedure was completed with same like device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 06/30/2010. Pinion axle support the analysis results found that the lts60a device was returned with the firing trigger damaged and with one reload present. The reload was noted to be partially fired and with the lock out spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged.while no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.